Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore off as the lens was inserted. The lens was removed and another same model lens was successfully implanted. There was no pt injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed a haptic and part of the optic was torn off and missing. There was clear surgical residue on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.